Event description:
A malfunction was reported by a customer, indicated by error messages such as malfunction 12, but no specific details about the fault were confirmed. There was no reported impact to the customer¿s blood glucose level as no information was provided. The customer reverted to an alternate method of insulin therapy.